Event description:
It was reported that a patient used a minicap that appeared to be ¿dried out.¿ the reporter stated that the patient did not have any reaction to therapy after using the dried out minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 10/24/2013-10/31/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.